Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with malfunction of the prosthesis. It was noted that the prosthesis migrated from the corpus cavernosum to being partially located subcutaneously. The ipp is currently implanted. There were no patient complications.

Manufacturer narrative:
Updated adverse event/product problem b1, outcomes attrib to adv event b2, describe event or problem b5, explant date d6b, type of reportable event h1 and, h6 impact codes and evaluation conclusion codes.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with malfunction of the prosthesis. It was noted that the prosthesis migrated from the corpus cavernosum to being partially located subcutaneously. The ipp was explanted and replaced with a tactra. There were no patient complications.